Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 1 month after the dental implant was installed and it was verified its non osseointegration. Immediate load was not performed. The patient had infection.